Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced, severe hypoglycaemia with loss of consciousness. It is unknown by whom, but an ambulance was called and when the paramedics did a fingerstick, the cgm was reading 6.1 mmol/l and the blood glucose reading was 2.0 mmol/l. It could not be confirmed what the cgm reading was at the time the patient loss consciousness and there was no information documented about the treatment provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.